Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 10. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, bleeding, abscess and fistula. No further patient complications were reported.